Manufacturer narrative:
A complete lead was returned in one piece measuring 52.3 cm. External insulation abrasion was noted at 45.4 -45.9 cm from the connector pin consistent with lead friction to another device or feature of the heart. This is consistent with the observation from the field of undersensing.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented prior to generator change procedure. The right atrial (ra) lead had exhibited undersensing of atrial fibrillation. The ra lead was explanted and replaced during the generator change procedure. The patient was stable.